Event description:
The hcp reported that following refill swelling was noted over the pump site and the pt's condition deteriorated. The pt was receiving hydromorphone 300 mg, bupivicaine 300 mg and clonidine 24 mg via the drug delivery system. The pt has reported intermittent feelings of "dizzines and fuzzy head", most notable immediately after the pump refills, lasting several days. After aspirating 25 ccs of residual drug from the pump, the hcp refilled the pump with a total volume of 60 ccs. "Immediately on removing the needle, lightly bloodstained fluid was seen to squirt 8 - 10 cm above the skin". Firm pressure was applied to the area. The hcp reports feeling "the needle passing over the metal lip as it entered the central refill septum". Swelling was noted over the pump site. Over the next 1-2 hours the pt began to "feel more sleepy and woozy than usual". The hcp aspirated 9 ccs of fluid from around the pump which was sent for analysis. An ambulance was called when it was noted that the level of consciousness appeared to deteriorate and pt was bradycardiac and hypertensive. Another 2 ccs was aspirated from the pump pocket at the hosp; the pump was then emptied, rinsed with normal saline and refilled. The pt was hospitalized and was administered gtn infusion for blood pressure; atropine for extreme bradycardic episodes and naloxone to maintain adequate respiratory rate.